Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: review of the black box data showed dates from 6/11/2016 -6/19/2016. Black box data from date of complaint has been overwritten. The available black box data showed evidence of voltage drops resulting in battery alarms, battery alarms after power on reset events, warning 128-fe88 (replace battery) alarms. On investigation, the pump powered on using the returned battery cap, which was able to fully tighten to the pump. Evidence of moisture contamination inside battery compartment; the battery compartment was noted to be cracked from the threads to the below the grip pad. During investigation a 128-fe80 (replace battery) alarm was received during each "rewind" attempt, which has been reported on medwatch report #2531779-2016-14397. Unable to obtain "rewind and load" values due to eaw 128-fe80 alarm on "rewind". The pump was opened for further investigation and revealed additional moisture contamination throughout inside of the pump. Product analysis was unable to adequately investigate the alleged "battery life" complaint due to the inability to complete current draw measurements.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had a battery life issue. No additional information was provided. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not at the time of contact. There was no indication that the product caused or contributed to an adverse event.